Manufacturer narrative:
(B)(4). The analysis found that one ple45a device was returned with no apparent damage with an ecr45g cartridge loaded in the device. Additionally, the reload was received with the left side fully fired, right side partially fired 2/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged, and obvious damage to the cartridge deck was noted. The damage to the cartridge is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the second firing with a blue reload, the device locked out. The surgeon used knife reverse to release the jaws and a new reload was loaded in the device and used to proceed with the case. There were no adverse consequences for the patient.